Manufacturer narrative:
The pump passed the displacement test and self test. The test battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No post-reset ram crc alarm alarms noted during testing however, post-reset ram crc alarm was found in the formatted history file. No unexpected pump error alarms noted during testing however, pump error alarm (line number 349 file number 38) is found in the formatted history file due to a software error. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed software error detected alarm (line number 5632 file number 2005) due to a software error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms. Customer's blood glucose value was unknown. Customer stated that they were able to clear the alarms and finish complete prime process. Customer states fill cannula was recorded in daily history. Customer states they perform self-test and test was ok. The device will be returned for analysis.